Manufacturer narrative:
There was no adverse pt involvement reported. There was no pt info reported. A ge svc rep performed an evaluation over the telephone. The malfunction was verified, but no conclusion could be drawn. After repeated attempts, the system initialized.

Event description:
It was reported that the system 9900 would not fully initialize. There was no adverse pt involvement. All reported pt info has been recorded above.